Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the surgical technique includes appropriate assembly and implantation methods. The hip systems includes implant migration/subsidence as a possible adverse event. Although mechanical and patient factors are known contributors, the clinical root cause of the reported central migration cannot be concluded based on the limited information provided within the complaint. The patient impact included the reported central migration (albeit the severity cannot be assessed) and early revision. Further impact cannot be confirmed; however, a post-surgical restoration phase would be anticipated. Device batch numbers were not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. For the tndm bp shl/xlpe lnr 49od 26id, a review of instructions for use documents for endoprostheses systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis as a warning. Additionally, revealed in precautions that the correct selection of the neck length and stem positioning are extremely important. Muscle laxity and/or malpositioning of components may result in subluxation or dislocation of the implants. Lastly, revealed that dislocations and subluxations have been identified as adverse effects. For the oxinium fem hd 12/14 26 mm +0, a review of the instructions for use documents for total hip systems revealed that wear debris, osteolysis, loosening, fracture, implant migration, allergic reactions, pain, and noise generation could cause possible adverse events. Additionally, warnings and precautions revealed that proper positioning of the components is important to minimize the risk of early failure. Periodic x rays, prescribed by the physician, are recommended for comparison immediately postoperative conditions to detect long term evidence of changes in position, loosening, bending, and/or cracking of components or loss of bone. If these conditions are evident, patients should be closely observed for the possibilities of further deterioration. For the sl-plus integr mia stem with ti/ha 4, insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted, and it states migration of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. For the, tndm bp shl/xlpe lnr 49od 26id, a review concluded that a similar event was identified. The affected devices were manufactured with an out of specification retainer groove which potentially could cause either the plastic lock ring to not engage properly or the ring to engage with a tight fit of the head in the liner. If the assembly is implanted, it is possible the device can disassociate in the patient and lead to a revision surgery. Corrective and preventive actions were implemented to mitigate the occurrence of this problem. These actions include training improvements, dimensional inspections added to production routers, release of new work instructions and update of existing ones and performance of process audits. For the rest of the devices, a historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint however; we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2023, the patient experienced central migration. This adverse event was treated by revision surgery on (B)(6) 2026, in which the tndm bp shl/xlpe lnr 49od 26id and the oxinium fem hd 12/14 26 mm +0 were explanted. Current health status of patient is unknown.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.